Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to receiver battery icon dropped down 30% after testing. Receiver boot test was performed and passed. Functional test was performed and passed relevant tests but failed serial number verification. The log was downloaded and receiver ¿reset¿ and ¿alert time loss¿ observed on system date 03/19/26 in receiver log. No hw fault found in receiver log. The allegation was confirmed. The probable cause was determined to be receiver, defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.